Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Healthcare professional reported left-side "intracapsular rupture with a deformed and stunted appearance of the prosthesis, which appears chronic without pain. The collection around the collapsed prosthesis is less than 3.5 mm thick." Hcp also reported "the patient is in too much pain." Device remains implanted.

Event description:
Healthcare professional reported capsular contracture baker grade 4. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture baker grade is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Only device photos were received. Visual analysis: visual analysis of the photographs identified: seroma-late: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Edema: unable to observe since it is not related to the device. Deformation: no deformation observed. Capsular contracture: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side "intracapsular rupture with a deformed and stunted appearance of the prosthesis, which appears chronic without pain." The collection around the collapsed prosthesis is less than 3.5 mm thick." Healthcare profession also reported "the patient is in too much pain." Healthcare professional later reported capsular contracture baker grade IV. Device has been explanted.